Event description:
According to the customer on (B)(6), "I performed a bone marrow. The procedure went smoothly, patient's bone consistency was felt to be normal, neither hard nor soft and bone collection/extraction was without difficulty. Bone biopsy was collected as per our routine procedure, using the hourglass and light pressure with the jamshidi guide, a 1.4 cm bone biopsy was collected and upon inspection a metallic shiny object was present at the end of the biopsied sample."

Manufacturer narrative:
According to the customer on (B)(6), "I performed a bone marrow. The procedure went smoothly, patient's bone consistency was felt to be normal, neither hard nor soft and bone collection/extraction was without difficulty. Bone biopsy was collected as per our routine procedure, using the hourglass and light pressure with the jamshidi guide, a 1.4 cm bone biopsy was collected and upon inspection a metallic shiny object was present at the end of the biopsied sample. I asked my ma/assistant to take a picture of this sample, separate the object and preserve it between slides. I inspected the jamshidi and could not identify additional objects or defects. I was able to finish the procedure without complications". It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.